Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal bleed on (B)(6) 2013. The patient had been having lightheadedness and dyspnea with exertion for one week. The patient denied abdominal pain. The patient was nauseated on the morning of (B)(6) 2013 and vomited brown material (not dark or bloody). The patient had dark stools since being placed on iron one month prior. The patient had no bright red blood per rectum. The patient had a hemoglobin of 4.4 on admission. The patient underwent an esophagogastroduodenoscopy (egd) on (B)(6) 2013. The egd revealed erythema in the body of the stomach, non-bleeding erosions in the antrum, and a normal duodenum. There was no blood in the stomach or in the examined duodenum. The flexible sigmoidoscopy revealed melena in the rectum. There was no bright red blood. The patient may have a small bowel bleeding source to explain the melena. The antral erosions may contribute to chronic anemia but do not explain the melena and drop in hemoglobin to 4.4 alone. The patient returned to the facility on (B)(6) 2013 via the emergency department for acute anemia and gastrointestinal bleed. The patient was treated with serial transfusions, proton pump inhibitors, and octreotide drips. The patient was seen in consultation with gastrointestinal. A colonoscopy was performed. The patient was discharged home with reduced international normalized ratio (inr) goal and discontinuation of aspirin therapy.